Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018: (B)(4) (hcp, rep):(rep) regarding a patient who was implanted with a deep brain stimulation lead for dystonia, parkinson's dual and movement disorders. It was reported that when the dura was opened, the patient experienced a tonic/clinic seizure. The surgeon chose to implant the lead since the burr hole was already created. The doctor thought it was due to cortical irrigation. Anesthesia managed patient through the seizure and post ictal phase and the issue was resolved at the time of the report. There were concerns with heart due to increased pressure, but everything calmed and resolved. The rep indicated that there was no issue with the lead, however they only used it as a reference in that it occurred before the lead was implanted. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) provided patient and device information including weight and lot number. No further patient complications were anticipated.